Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was exposed to water and would not turn back on. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose was 190-220 mg/dl.